Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the device was received with intermittent button response due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and cracked battery tube threads.

Event description:
It was reported that the insulin pump made a beeping sound and would not deliver insulin. The customer's wife stated that she had to shake the insulin pump in order to get insulin through and it made a loud sound. She was unsure whether there had been any alarms noted. The blood glucose reading was 227 mg/dl. She also reported that the insulin pump had unresponsive act and esc buttons. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.